Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 60mm pseudoaneurysm . The femoral artery was around 7.8mm in diameter. The diameter of the proximal thoracic aorta was noted to measure 25mm. There was a 80 degree angulation of the aortic arch. Moderate vessel tortuosity was present in the thoracic aorta. No calcification was reported in the thoracic aorta. It was reported that during the index procedure, the physician inserted the device but the artery went under spasm. The delivery system was then stuck. Medication was given to the patient to help the spasm but still the physician failed to be able to retrieve the device. The femoral artery then ruptured. The device was removed.  Per the physician the cause of the removal difficulties could not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider and the tip capture release handle in the home position. A kink was visible to the sideport extension tubing. A gap of 4.0mm was visible between the graft cover tip and the taper tip. There was no deformation evident to the graft cover. The reported positioning difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received; it was reported that there was no device damage noticed prior to insertion into the patient, but there was a gap noted between the tip and graft cover. It was confirmed that vessel anatomy was the cause of the vessel spasm which led to the delivery system becoming stuck leading to the rupture. The ruptured artery was surgically repaired. The physician did not deploy any other device due to artery complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: one (1) image of the access site with the valiant captivia on the guidewire was received. A large gap is visible between the graft cover to and the taper tip. Blood is visible underneath the graft cover. The reported positioning difficulties were confirmed through analysis. Film evaluation summary: the reported "difficult to remove", 'difficult to position" and vessel perforation" could not be confirmed on the single still CT received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy as a potential factor, (e.g. Calcification, stenosis etc.) Procedural angiograms showing the insertion of the delivery system were not received for a thorough analysis of the event. A possible cause of the reported events include an unknown patient co-morbidity which could have led to an increased arterial stiffness and the reported arterial spasm. This could have increased the risk of delivery system getting stuck in the artery and the subsequent perforation. An unknown procedural related factor could have also contributed. Analysis of the returned still image did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.